Event description:
Procedure type: lap chole. According to the reporter: a small shaving from the trocar fell into the patient. The shaving was removed from the cavity. Or time was not extended. No bleeding or patient injury reported.

Manufacturer narrative:
Date initial report sent: 12/02/2008.